Event description:
It was reported that the day after implant the pacing mode was reprogrammed and the right ventricular (rv) lead began oversensing t-waves. The settings were reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.